Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the last infusion set from the box was defective as the tubing was detached from the site that was sticking onto the body. Upon investigation, it was found that the tubing was detached from the tubing connector and excess of glue was noticed where tubing was joined on the tubing connector. No further information available.